Event description:
On (B) (6) 2009 - customer reported image quality was poor. Pt was moved to another room for procedure complication. No reported injury.

Manufacturer narrative:
Field service engineer troubleshoot dark image complaint and found that the images were displaying as black due to customer's preference settings for inverted spot display. The field service engineer found that the digital spot exposure parameters are outside the recommended exposure setting. Field service engineer reset the digital spot exposure to 60mr for optimal image quality and test per the maintenance section of the gold one system service manual. The operational test passed and the system was returned to service.